Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had poor/no telemetry with recharging and poor communication. The patient stated that their stimulation needed to be charged. They confirmed that it had been over a month since they last charged their stimulator. They stated it had been a long time since they had their stimulator charged. The patient also reported having terrible pain in their foot. The patient was redirected to follow-up with their healthcare provider (hcp) to address their possible overdischarge. They stated that the issue of the possible overdischarge had been going on for a long long time, and their foot pain had been occurring for months and months, but it was indicated that the events occurred in 2018. An email was sent to the manufacturer representative (rep) to reach out to the patient regarding the event. The rep replied that they had reached out but got their voicemail and would try again tomorrow (2018-(B)(6)). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they have not seen the patient. They left the patient messages on their voicemail several times, and the patient just responded. The rep informed the patient that they can only meet them at the physician¿s office. Additional information received from the patient on 2018-11-05 indicated that they still have not found a healthcare provider to page a rep for a jumpstart. The patient stated that they have been discharged from their previous healthcare provider, and their medical records have not yet been transferred. The patient added that they really need their stimulator before they leave town on (B)(6), and that they are going crazy. They stated that they cannot sleep very well and is a nervous wreck over this situation. The patient was re-directed to follow-up with any healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have been unable to charge or use their implantable neurostimulator (ins). The patient was not sure when the issue started to occur. They noted that they have been in the hospital since 2018 (2 months) with pneumonia (unrelated to device). The patient was re-directed to follow-up with a healthcare provider. Physician listings were sent to the patient, as they did not have a managing one. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.